Event description:
It was reported that this left ventricular (lv) lead became dislodged with the dislodgment confirmed by x-ray imaging, so it was explanted. A new device was implanted. No additional adverse patient effects were reported.